Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0ee3p, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) and didn't think it was working. The ins was just implanted on (B)(6) 2014 and they were unable to feel anything. The patient turned up the stimulation yesterday to 1.6 volts and got some reaction down their left leg where their 3 outer toes were curling up. The patient's toes would not uncurl until they turned the ins down. The patient was told not to press the navigator key by the manufacturer representative. Yesterday when they were trying to adjust they were pressing buttons and thought they pressed the navigator key. The patient programmer would go on but they couldn't get it to do anything else. The patient called their health care professional (hcp) regarding the issue and was told that if they made an appointment they would check it out. The patient was able to empty their bladder about 2 hours after implant, but had not really gone since then. Last night and this morning it was really hard to go. The patient was able to synchronize the programmer to the ins and was on program 1 at 1.5 volts, but that the ins was off. The patient thought they were at 1.4 volts when they left the hospital. The patient was able to decrease to 1.4 volts and turn the ins on. The patient felt the stimulation and their toes were curling. The patient was able to decrease stimulation to 1.2 volts and their toes were fine.